Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.0/1.0/172 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens and a different axis due to low vaulting. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).